Manufacturer narrative:
(B)(4). Batch # n57j3p. The analysis results that one plee60a device was returned with no visual non-conformances and with a gst60d cartridge reload present. The cartridge reload was received unfired with the pan detached. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: gst60b lot # n4m20h; gst60d lot # n4m37p.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the stapler was used two times. One reload had malformed staples in middle and distal staple lines; blue cartridge had malformed/z-shaped staples noted in the middle and proximal staple rows on the side of the gastric sleeve. The other was missing staples on the proximal line, closest to transection line; gold cartridge had staples missing in the row proximal to the line of transection between the sleeve and stomach remnant. Incomplete staple line was on the side of the gastric sleeve. Another like device was used to complete the procedure. There were no adverse consequences for the patient.